Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in for assistance with an infusion set change. The customer had been wearing the infusion set for four days, and reported a high blood glucose reading of 285 mg/dl at the time of the call. The customer was unable to treat her blood glucose or change her infusion set at the time of the call as she is blind, and had no body with her to assist. The paramedics were called for the customer. The paramedics arrived, and took the customer to the hospital. Nothing further was reported.